Event description:
It was reported by service report that there was a small amount of fluid on the small hose that connects to the sub-assembly. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Rod side hydraulic hose.